Manufacturer narrative:
Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient was vomiting. They saw that the cannula was dislodged from the skin. The patient was taken to the hospital and was diagnosed with hyperglycemia. The patient's mother stated the patient received intravenous therapy with fluids and zofran. They also had blood work done. The patient's mother stated the prescription of zofran is for 4 mg by mouth as needed.